Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump, which involved removing an o-ring from the pneumatic tap area and using an alcohol wipe. The customer successfully reattached the cartridge and completed the loading process, planning to resume insulin use independently.